Event description:
A (B)(6) old male pt called zoll customer support to report that his battery charger/modem would not power up. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. The cause for the charger/modem not powering up was defective power brick. The root cause of the defective power brick cannot be positively identified. No adverse event resulted from the defective power brick. The pt received a replacement battery charger/modem.